Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device always has low battery, even after charging. The customer reported this issue resulted in customer becoming hypoglycemic, with sweating, weakness, and blurred vision. The customer was treated with sugar-water by a third-party. There was no report of death or permanent injury associated with this event.